Event description:
It was reported that the right ventricular (rv) lead exhibited high, out-of-range shock impedance of 125 ohms. Boston scientific technical services (ts) reviewed latitude and noticed the shock impedance has been chronically high. The rv lead remains in service. No adverse patient effects were reported.